Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, an 8x30 precise pro rx carotid stent broke/separated during deployment. The device was removed from the patient without causing any harm. The product stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was a carotid stenting procedure and the target lesion was the internal carotid artery. The intended lesion was located at the carotid bifurcation. Lesion and vessel characteristics were not available. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation with a 3.5x20 balloon catheter at unknown inflation pressure. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no reported difficulty or resistance noted while crossing the lesion with the stent. The user maintained a fixed inner shaft position during deployment. There was no unusual force applied during deployment of the stent. The device was removed by just pulling it out of the patient. A different precise stent was used to completed the procedure.

Manufacturer narrative:
Complaint conclusion a report was received that an 8 x 30mm precise pro rx us carotid system broke/separated during deployment. The device was removed intact and the procedure successfully completed with another precise stent with no reported patient injury. The event involved a patient undergoing an endovascular intervention of a target lesion located in the internal carotid artery. The lesion was described as in the carotid bifurcation and with no thrombus proximal to, at, or distal to the lesion site. The patient¿s vasculature was accessed and the lesion pre-dilated with a 3.5 x 20mm balloon at an unknown inflation pressure. The site reported that the device had been stored, handled, inspected and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the stent delivery system (sds) prior to use. The precise pro sds was advanced and/or tracked towards the lesion without difficulty and did not have to pass through any acute bends. No difficulty or resistance was experienced while crossing the lesion with the sds. The site reported that the sds was maintained with a fixed inner shaft position during deployment and no unusual force was applied during the stent deployment. During the deployment was noted to break and/or separated. The device was removed intact without difficulty and the procedure successfully completed with another precise sds with no reported patient injury. The device was not returned for evaluation despite multiple attempts to obtain it. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. It is not possible to determine what factors may have contributed to the reported issue with the information provided. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.